Event description:
Reportedly after applying a clip at the application site, the tissue experienced an unexpected trauma. In addition the instrument was not working as expected. Procedure type: hemi-hepatectomy.